Manufacturer narrative:
Although it is not possible to determine the exact root cause for the problem reported by the customer it is likely that operator error was the probable cause. Per the requirements of the specification the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing them in the package. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer reported: there was 11 each neuro sponges in the pack instead of 10. Quantity affected: 1 kit(s).no event date provided

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.